Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w 4.11d unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. The test battery was removed and the unit properly alarmed insert battery. No anomaly noted when the test battery was removed. Then reinserted the test battery and the pump properly displayed the home screen. The unit functions properly after the test battery was removed and reinserted. The test p-cap and reservoir does lock in place in the reservoir compartment. Test appendix: ngp 1. Displacement test = 0.03400 in. Pass 2. Rewind = pass 3. Prime/seating = pass 4. Basic occlusion test = pass 5. Force sensor test = 2.25 lbs. Pass 6. Occlusion test = 1.20 units pass 7. Sleep current measurement = 0.65 ma pass 8. Active current measurement (benchmark elec.) = n/a ma 9. Active current measurement (jabil elec.) = 148 ma pass 10. Self test = pass 11. Displacement accuracy test = 0.08700 in. Pass additional analysis required? No. Needs component replacement? No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicate that the insulin pump did not recognize that the battery was removed. No further information was provided. The device was return back for analysis.